Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer received a questionable vancomycin result for one patient sample. The initial result was 2.0 ug/ml. As this was discrepant with a previous result for the patient of 15 ug/ml, the sample was repeated and the result was 15 ug/ml. Information concerning if the erroneous result was reported outside the lab was requested, but was not provided. The patient was not adversely affected. The vancomycin reagent lot number and expiration date were requested, but were not provided. The customer was advised that a sample pipetting error may have been the cause of this error and was instructed to perform cleaning of the sample probe and cleaning of the "shild pipe".

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.